Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin. The customer's blood glucose reading was 450 mg/dl at the time of incident and 250mg/dl at the time of the call. The customer treated with an injection. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Troubleshooting advised that the infusion sets would be replaced. No further details given.